Manufacturer narrative:
Evaluation summary: one opened handpiece injector was returned in a box unrelated to the complaint for the reported issue of injector is bent causing the injector to go under the cartridge. The returned sample was visually inspected and was found to be conforming. A functional thread to barrel engagement check was performed and was found to be conforming. Finally, a dimensional plunger position height check was performed and deemed conforming. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. The evaluation does not confirm the injector has a nonconforming bent plunger to cause it to go under the cartridge. The product is visually conforming and meets specification. The injector does have a slight downward bent at the tip region of the plunger by design for proper engagement of the lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the "injector is bent causing the injector to go under the cartridge. Additional information was provided indicating that there was no patient contact.